Event description:
In 2007, consumer reported rotating head broke while she was brushing and she swallowed something. She felt fine and did not see a doctor. Three days later, consumer found what she swallowed. Unclear what it was or where it was found. In 2008, consumer assertion changed from broken brush head to broken tooth and claimed brush cracked her tooth. (Basis for MDR). The following month, church & dwight received letter from dentist stating he removed a tooth fragment. In 2008, directed consumer to obtain diagnosis from dentist on letter head. Consumer indicated she was not sure what caused tooth to break or what she swallowed. Three months later, informed consumer a letter is needed from her dentist that states how the use of the product related to her ade and the reason for her dental treatment. As of the date of this report church & dwight has not received the requested information from the consumer. [

Manufacturer narrative:
Additional information handle was manufactured july 7, 2006.